Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) interoperative xrays to confirm fragments in patient. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two cannulated screws with short threads had their threads peeled while inserting into the patient. The 4.5x38 screw (part number: 214.538) was inserted into the 5th metatarsal and upon contact with cortex, the screw threads began to peel off. This screw was removed. However, one fragment of the screw thread was not retrievable. A second 4.5x26 screw (part number: 214.526) was inserted and its thread also began to peel. It was fully removed from the patient. No further hardware was inserted. Number of x rays were taken during this operation. The procedure was completed and the patient would be monitored for pain or discomfort due to the fragment left inside. No other information is available. Suture anchors was used instead of cannulated screw. There was a delay of 30 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.